Event description:
It was reported that during da vinci-assisted ventral hernia ipom surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe powered on with an error and it had an error any time the surgeon tried to deliver energy. Site was using an mcs instrument at the time of the call. System logs confirmed erbe errors c-34, m-11, and m-18. Prior to calling, the site tried rebooting the erbe with no change. Tse asked the site to confirm the external foot pedals were not being depressed in the vsc drawer and the site discovered that they were. Site adjusted the pedals so they were no longer depressed but the errors persisted. Tse then asked the site to disconnect the external foot pedals from the back of the erbe with no change. Site did not have a covidien force triad generator or another vision tower available. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments on system. Logs showed c-34 errors occurred in the field. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to the small hf voltage.